Manufacturer narrative:
Service performed by customer. Ac distribution panel . Service performed by customer.

Event description:
The international customer reported there was a spark from the ventilator when it was switched on. Upon evaluation, the customer reported a short in the emi area of the ac distribution panel created a spark which tripped the hospital fuse. The reported problem could affect other devices plugged into the same circuit and may result in a loss of ac power during operation. If this failure occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The customer replaced the ac distribution panel to address and resolve the reported problem.